Event description:
The customer reported the device would not boot up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device would not boot up. There was no report of pt involvement. The hosp biomed reported that multiple parts were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.